Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6; h10 the event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: 42502607002 - femur cemented cruciate retaining (cr) standard right size 11 - 65591416. 42522200612 - articular surface fixed bearing ultracongruent (uc) right 12 mm height - 64989771. 42540200038 - all-poly patella cemented 38 mm diameter - 65351901. G2 : foreign country : australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee surgery on an unknown date. Subsequently, the patient was revised due to unknown reasons. Attempts have been made and all available information has been provided.